Event description:
Reporter reported end user was struck by a motor vehicle while crossing a highway in the motorized wheelchair.

Manufacturer narrative:
The motorized wheelchair was not returned to hoveround; however, no malfunction suspected. Reporter reported the end user was struck by a motor, vehicle while crossing a highway in a motorized wheelchair.